Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00014. It was reported that when the patient presented during implant, the physician could not implant either of the left ventricular leads due to unknown reasons. The physician completed the procedure without implanting a left ventricular lead and the patient is stable.